Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise. The oversensing led to pacing inhibition and over 5 seconds of asystole for this pacemaker dependent patient. The noise was reproduced with arm movements and pocket manipulation. The patient reported feeling dizzy during this testing but all electrical measurements remained stable. The system was reprogrammed and this rv lead remains in service. The physician plans to replace the rv lead in the near future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated that this rv lead and device were explanted and will not be returned. No additional adverse patient effects were reported.